Manufacturer narrative:
Depuy still considers the investigation closed at this time.

Event description:
**Update** (B)(4) 2012 #150; patient fact sheet was received, which identified birthdate and doi information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: metallosis; loosening of acetabular shell; cloudy greenish appearing fluid in hip joint space; lining of pseudocapsule had discolored membrane consistent with metal wear debris; shell came loose very easily and had minimal bone healing growth; floor of the acetabulum had fibrous tissue and inflammatory membrane. The information received does not change the MDR decision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address pain and acetabular loosening.